Event description:
It was reported that the im nails broke after being implanted for 24 mos. Pt was revised.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available it will be reported on a supplemental report.